Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: complaint 1 of 3: complaint (B)(4). Complaint 2 of 3: complaint (B)(4). Complaint 3 of 3: complaint (B)(4). Used for a lap cholecystectomy. Blunt blades, scissors wouldn't cut. Received a call from name to explain that the dr went to cut with the scissors during a lap chole and the cb030 used would not cut the tissue. Tried with two more pairs before the 4th one worked without issue. There were no changes in health resulting from the event. Patient status: patient is unharmed. Type of intervention: device was replaced 3 times before one was sufficient for cutting.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: complaint 1 of 3: complaint (B)(4), MFR 202711-2021-00778. Complaint 2 of 3: complaint (B)(4), MFR 202711-2021-00779. Complaint 3 of 3: complaint (B)(4), MFR 202711-2021-00780. Used for a lap cholecystectomy. Blunt blades, scissors wouldn't cut. Received a call from [name] to explain that the dr went to cut with the scissors during a lap chole and the cb030 used would not cut the tissue. Tried with two more pairs before the 4th one worked without issue. There were no [changes in health resulting from the event]. Patient status: patient is unharmed. Type of intervention: device was replaced 3 times before one was sufficient for cutting.